Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The caller was instructed to load a new cartridge and successfully resumed insulin administration.